Event description:
Burnt your freaking skin off [thermal burn], burnt your freaking skin off [skin exfoliation], narrative: this is a spontaneous report from a non-contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at an unknown dosage for monthly cramps. The patient medical history and concomitant medications were not reported. The consumer reported that, "nothing like trying to mellow out your monthly cramps with a thermacare heat wrap only to find that it's actually burnt your freaking skin off!! This is not what I would call "therapeutic"." The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.